Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received rom a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and post- herpetic neuralgia. It was reported that on the day of the report, the patient experienced an increase in stimulation during a CT scan as they did not turn the stimulation off. There were no further complications reported or anticipated.